Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2017, the patient was admitted to the hospital. Primary reason for filter placement was a current deep vein thrombosis (dvt) with a contraindication to anticoagulation due to recent major surgery within 30 days. The site also noted: ¿a soc ultrasound on (B)(6) 2017 indicated thrombus in leg and a filter was subsequently placed. After the filter placement, a study ultrasound was completed and indicated that the dvt had resolved.¿ the inferior vena cava (ivc) diameter at the intended filter location was 24.3 mm. There was no ivc anomaly or the presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed no ivc anomaly or the presence of thrombus in the ivc prior to filter placement. The ivc diameter was 15.2 mm. The filter was placed in the ivc infrarenal site and there was no evidence of filter deformation or migration. The angle of filter tilt in the ap view was 0.9 degrees. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray was completed the same day and revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt was 1.5 degrees in the ap view and 3.0 degrees in the lat view. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2017, while hospitalized for a psoas abscess, the patient was diagnosed with dvts in the left pelvic veins and left lower extremity veins. Treatment included the initiation of aspirin, but was discontinued at discharge. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2018, the three-month follow-up assessment was completed. The filter retrieval was not scheduled due to a poor overall health/prognosis and is not suited for retrieval. The patient was not taking antiplatelet and anticoagulant medications. On (B)(6) 2018, a CT of the abdomen and pelvis with IV contrast was performed and revealed evidence of a grade 1 filter leg interaction with the ivc wall. There was no evidence of thrombus in the ivc or pelvic veins. There was no evidence of filter fracture, deformation, embolization, migration, or tilt. On (B)(6) 2018, an ultrasound revealed evidence of thromboses in the bilateral pelvic veins and bilateral lower extremity veins. Treatment included the initiation of eliquis®. The investigator determined that the dvts were possibly related to the study device and not related to the study procedure. The patient¿s pre-existing history of malignancy and venous thromboembolism caused or contributed to this event. On (B)(6) 2018, the six-month follow-up telephone call was completed. Patient outcome: on (B)(6) 2018, the patient died. The cause of death, concluded from a conversation with the patient¿s spouse and a review of the medical records, was a malignant neoplasm of the pancreas, a co-morbidity diagnosed after the study procedure.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(6) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: (B)(6). Registration no.: (B)(4). H6) ec method code: 4112 - analysis of data provided by user/third party. Ec conclusion code: 4315 - cause not established. Summary of investigational findings: investigation is based on event description and image review.the filter was placed without tilt or perforation. However, approx. 4 months later three of the primary filter legs demonstrate grade 1 interactions with the wall of the ivc while a single-leg demonstrates a grade 3 interaction with the wall of the ivc extending through the wall and abutting the aortic wall. There are chunky calcifications within the aortic wall in this region related to atherosclerotic disease. There is no evidence of pericaval inflammatory changes or periaortic inflammatory changes. There is no comment in the complaint report regarding any symptoms potentially related to this perforation. The exact reason cannot be determined, but vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2017, the patient was admitted to the hospital. Primary reason for filter placement was a current deep vein thrombosis (dvt) with a contraindication to anticoagulation due to recent major surgery within 30 days. The site also noted: ¿a soc ultrasound on (B)(6) 2017 indicated thrombus in lle and a filter was subsequently placed. After the filter placement, a study ultrasound was completed and indicated that the dvt had resolved.¿ the inferior vena cava (ivc) diameter at the intended filter location was 24.3 mm. There was no ivc anomaly or the presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed no ivc anomaly or the presence of thrombus in the ivc prior to filter placement. The ivc diameter was 15.2 mm. The filter was placed in the ivc infrarenal site and there was no evidence of filter deformation or migration. The angle of filter tilt in the ap view was 0.9 degrees. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray was completed the same day and revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt was 1.5 degrees in the ap view and 3.0 degrees in the lat view. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2017, while hospitalized for a psoas abscess, the patient was diagnosed with dvts in the left pelvic veins and left lower extremity veins. Treatment included the initiation of aspirin, but was discontinued at discharge. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2018, the three-month follow-up assessment was completed. The filter retrieval was not scheduled due to a poor overall health/prognosis and is not suited for retrieval. The patient was not taking antiplatelet and anticoagulant medications. On (B)(6) 2018, a CT of the abdomen and pelvis with IV contrast was performed and revealed evidence of a grade 1 filter leg interaction with the ivc wall. There was no evidence of thrombus in the ivc or pelvic veins. There was no evidence of filter fracture, deformation, embolization, migration, or tilt. On (B)(6) 2018, an ultrasound revealed evidence of thromboses in the bilateral pelvic veins and bilateral lower extremity veins. Treatment included the initiation of eliquis®. The investigator determined that the dvts were possibly related to the study device and not related to the study procedure. The patient¿s pre-existing history of malignancy and venous thromboembolism caused or contributed to this event. On (B)(6) 2018, the six-month follow-up telephone call was completed. Patient outcome: on (B)(6) 2018, the patient died. The cause of death, concluded from a conversation with the patient¿s spouse and a review of the medical records, was a malignant neoplasm of the pancreas, a co-morbidity diagnosed after the study procedure.